Event description:
I switched from my insulin pump from minimed to the new minimed elite pump and blood glucose monitoring system. The sensors are not reliable and tend to fail early. The readings are significantly wrong and give alarms when none are warranted. I have attended training twice and call the help line. The average helpline wait is an hour. I have had an insulin pump for 30 years and have used sensors continuously for over 5 years. My haic has jumped from 7.0 to 7.3 since I started to use this product. I have to ignore alarms because they go off all night either high or low. This is a terrible product and not at all meeting the sales expectation. I would rather have my former sensor and pump as least it was reliable.